Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to inquire about features on the insulin pump. During assistance the insulin pump alarmed no delivery. Customer stated he was able to get the device to work and delivered the bolus. Customer's blood glucose was 231 mg/dl. Assistance was provided for all other inquires. No further information reported.